Event description:
I went in to receive juvederm ultra filled yesterday morning in my lips and had an unknown reaction. I swelled, which is typical. As the day went on, I started having numbing and tightening of the throat; behind the shoulders; the chest; and left arm. I have no allergies or medical conditions before this treatment.